Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 10, 2024 and june 11, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and reported issue of leaking was easily identified. The reported condition was verified. The cause of the condition could not be determined. However, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. The issue was observed after mixing. There was no patient involvement. No additional information is available.